Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks; fiber ID label is missing. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure at 110,461 joules and 24:39 minutes of use; the fiber tip was broken/ damaged was observed. The tip (cap) of the fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber for 84,413 joules at 80w. There was no patient injury reported.